Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65, implantable tachy lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately six months after device replacement. The cause of death has been requested and not received.